Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag circuit was exchanged due to clots in the tubing set.

Manufacturer narrative:
B1/h1: report type corrected. Manufacturer's investigation conclusion: review of the submitted images confirmed a clot in the centrimag tubing set. The account submitted images of the tubing during and after use. Figures 1 - 3 show sections of tubing filled with blood. Thrombus cannot be confirmed from these images. Figure 4 shows a segment of tubing after the blood was drained that contains a thin, pink deposition where the tubing interfaces with a barbed connector. The evaluation could not conclusively determine a specific cause for the development of the observed deposition, its origin, or a duration of time for which it was present in the circuit tubing. It was reported that no product will be returned for evaluation. The receiving inspection records for adult vad tubing pack, lot number c107209 were reviewed and showed no deviations from supplier manufacturing or quality assurance specification. The chalice adult vad tubing pack instructions for use (IFU) was reviewed. The IFU contains the following warnings and cautions: - possible side effects include, but are not limited to: embolism - it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. - this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. - monitor carefully for any signs of occlusion throughout the circuit. - always have a spare adult vad tubing pack readily available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the clots were observed on the tubing only, the pump was reported to be clot free.